Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during a dwell of their automated peritoneal dialysis therapy. The home pt disconnected from the pt line of the homechoice set during a dwell, and didn't return in time for the following drain cycle. Baxter technical service center assisted the home pt in ending therapy early. The home pt started new therapy using the same supplies. No pt injury or medical intervention was associated with this incident per the home pt.